Event description:
This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. Upon inspection of device event log the following error message was identified. Diagnostic code 1124 - battery failed. No reports of patient/ user harm/injury.

Manufacturer narrative:
The case as cancelled per field service engineer (fse) as philips was not performing the repair. No further information provided, and no further action required. This complaint record is being closed without further investigation as it was requested by the fse to be closed due to the repair not being performed by philips. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00371. All information from the original report(s) has been transferred to this report.